Event description:
It was reported that four days after a device replacement, it was noted during a device check that the right ventricular (rv) lead impedance was high, there was noise at times during stress tests, and the thresholds were high. Detections were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. High resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily pace lead trend data shows an increase for ventricular pace bi impedance of 1178 to 4047 ohms peak between (B)(6) 2013 and (B)(6) 2013. Concomitant products: d354drg implantable cardioverter defibrillator (ICD), (B)(6)  2013; 6940 implantable pacing lead, (B)(6) 2001. (B)(4).